Manufacturer narrative:
(B)(4). G2: foreign, china. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was reported the patient fell, however the reason for the fall was not provided. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a hip revision due to periprosthetic fracture after an accidental fall at home. Attempts have been made and no further information has been provided.